Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the subclavian artery. A sterling 4.0mmx20mmx135cm was selected for dilatation. During the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.